Event description:
It was reported that during the attempt to deploy a vascular stent in the left iliac artery, the stent was unable to be released. The entire stent delivery system was removed and another vascular stent was used to complete the procedure. Eval of the returned device demonstrated a partial stent deployment of approximately 2mm. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are currently being reviewed. Eval of the returned device confirmed that the delivery system was detached from the blue slide, which made a deployment of the stent by using either the trigger or the slide method impossible. There is no indication of a mfg-related failure. Potential factors have been taken into consideration to determine the root cause of the failure. The type of event may have been associated with improper handling during shipment or during flushing of the delivery system prior to use; however, a definitive root cause for the reported event could not be determined. The instruction for use (IFU) states that the system should be visually inspected prior to use to verify that the device has not been damaged due to shipping or improper storage. Damaged equipment should not be used. In this case, it is unk whether the device was being inspected prior to use or not. As the detachment of the t-adapter was not noted by the customer, it could not be determined at which point in time the detachment occurred.